Event description:
(B)(4). Starting having very sharp pain lower left side of pelvis. Can't make sudden movements. Walking is difficult and I can't bend down its too painful. On (B)(6) 2016 went to ER due to overwhelming pain. They didn't find anything wrong. Just gave me pain medication. Its now (B)(6) 2016 and pain is still there.... Haven't been able to resume my daily activities... Even using bathroom is painful. Showers are also painful specially tieing my shoes.